Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that the device would give an error 5 before the pre-test could be completed. The customer tried to retorque the device onto the handpiece, but the error 5 continued. The customer opened another like device and completed the case with no pt consequence.